Event description:
A malfunction alarm identified as malfunction code 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer continued to use the pump and was advised to contact technical support if any further issues arose.